Manufacturer narrative:
The OEM (omsc) conducted a review of the device history records for the concerned lot number and indicated there were no abnormalities related to the phenomenon you pointed out.

Manufacturer narrative:
The referenced distal end attachment was not returned to the service center for evaluation as the user facility discarded the distal end attachment following the procedure. Therefore, the exact cause of the reported event could not be confirmed. As part our investigation, multiple follow-ups were made to the user facility in an attempt to obtain additional information regarding the reported event but no with results to date. However, if additional information becomes available this report will be supplemented accordingly. As a preventive measure, the instructions for use manual warns, "before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as an infection control risk, tissue irritation, punctures, hemorrhages or mucous membrane damage, which may result in more-severe equipment damage."

Event description:
The service center was informed that the device was installed to the distal end attachment on the scope and during procedure the distal end attachment reportedly came off and fell into the patient. The user facility retrieved the distal end attachment from the patient. The user facility proceeded and completed the procedure without the use of the distal end attachment. There was no patient injury reported.